Event description:
It was reported that during a chronic catheter placement procedure, when the guidewire was inserted, resistance was allegedly felt and the guidewire was allegedly difficult to be advanced. It was further reported that the guidewire was allegedly difficult to be removed. Furthermore, when pulled back, the guidewire was allegedly found to be damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire in two segments and one introducer needle was received for evaluation. Visual, microscopic and dimensional evaluations were performed. The distal j-tip of the guidewire appeared detached from the guidewire and was returned. The proximal end of the j-tip segment appeared uncoiled. Under microscope observation a break was noted at the distal end of the guidewire. A round core wire was noted to be protruding from the proximal end of the j-tip distal segment. Therefore, the investigation is confirmed for the reported material integrity and identified fracture, material separation, stretched and unraveled issues. However, the investigation is inconclusive for the reported physical resistance, difficult to advance and difficult to remove issues as the functional testing cannot be performed in the lab due to the condition of the sample. Also, the investigation is confirmed for the identified improper procedure or method used issue as only the guidewire was removed while the needle was held still. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states: cautions: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire. H10: d4 (expiration date: 09/2027), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, when the guidewire was inserted, resistance was allegedly felt, and the guidewire was allegedly difficult to be advanced. It was further reported that the guidewire was allegedly difficult to be removed. Furthermore, when pulled back, the guidewire was allegedly found to be damaged. The procedure was completed by using another device. There was no reported patient injury.